Event description:
This event was reported as valve explanted after 16 years due to aortic valve disorder, lvot obstruction, s.o.b., class iii nyha classification, and pulmonary hypertension. No further info was provided.